Event description:
It was reported that the patient had a surgical procedure to revise an inflatable penile prosthesis (ipp) due to malposition of the pump. The patient wanted better access to the pump. No patient complications were reported.